Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 18:36:30 on (B)(6) 2024. At 20:31:02, an arrhythmia was detected. ECG shows svt @ 160 bpm degrading to vt @ 280 bpm. At 20:32:18, the patient received the first inappropriate treatment. Self-converting vt contributed to the false detection. Rhythm at the time of treatment was vt @ 270 bpm self-converting to sinus rhythm @ 90 bpm. The rhythm then transitioning to af with rvr @ 150 bpm. Post shock rhythm was af with rvr @ 150 bpm with nsvt. At 20:32:59, the patient received the second inappropriate treatment. Svt contributed to the false detection. Rhythm at the time of treatment was svt @ 160 bpm. Post shock rhythm was svt @ 150 bpm. The electrode belt was disconnected at 20:33:09 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.